Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure it was noted that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pacing impedance measurements. This crt-d was then successfully replace during the same surgery. No adverse patient effects were reported. Device was returned for analysis.

Event description:
It was reported that during an implant procedure it was noted that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pacing impedance measurements. This crt-d was then successfully replace during the same surgery. No adverse patient effects were reported.device was returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.